Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
An investigation of the lag screw itself was not possible because it was not available. Furthermore the case could not be confirmed because x-rays and medical records were not provided. The exact root cause of the explantation is unknown. A review of the DHR was not possible because the lot code was not available. The surgeon stated that the lag screw was exchanged to a shorter one. The fact that the screw was explanted after approx. 17 months indicates that the surgeon didn¿t recognize the too long screw during implantation or post-operative in the first time after implantation. Therefore it is very likely that the screw moved in its specified range towards lateral. Usually this movement does not create a discomfort or adverse effect, but in case the screw is chosen too long it is possible that the screw expanded too much and irritates the soft tissue of the treated leg on lateral side. The IFU and operative technique warns that the implant size must be chosen carefully and correct; an x-ray template shall be used to choose the implant size. A more precise evaluation was not possible based on the given information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
Lag screw discomfort. Patient required surgery to exchange lag screw to a shorter length on left hip.

Event description:
Lag screw discomfort. Patient required surgery to exchange lag screw to a shorter length on left hip.